Event description:
It was reported that this patient had their sicd system explanted due to a wound infection that had tested (B)(6) for (B)(6). The patient will have a transvenous system implanted after the infection is resolved. No additional adverse events were reported.